Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was beeping for occlusion and when the clinician opened the chamber door the rubber tubing was noted to have a bulge. There was no patient harm.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual examination showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing by gravity flow and pump infusion did not replicate the ballooning. Additional testing replicated a bulge when an IV push was administered without occluding the tubing above the injection port. The root cause of the bulge in the silicone segment was an IV push or flush executed below the pump without first clamping the tubing above the injection port. This action has been found to result in excessive pressure within the silicone segment.

Event description:
The customer reported that the pump was beeping for occlusion and when the clinician opened the door to the pump module a bulge was seen in the tubing. There was no patient harm.